Event description:
Lifecor customer support noticed two "battery pack fault" flags and many "battery runtime expired" flags on the recent download of a male patient. Support also noticed that patient compliance was very low too. Support contacted the patient and left a message with the patient's grandson to have the patient call back. Support contacted the patient 08/11/2007 and 08/22/2007 with no response. On 09/13/2007 support received an e-mail that the patient had been in the hospital since original month. Support tried to contact the nurse's station and no one picked up. On 09/15/2007 support received an e-mail that stated the patient was now in a rehab facility and no longer wearing the device. On 09/19/2007 support received an e-mail that the regional mgr would be retrieving the device.

Manufacturer narrative:
Battery pack; battery pack - 02/2007. Device eval summary: device evaluations of both battery packs have been completed. The reported problem was confirmed. The cause of the "battery pack fault" flags was due to defective battery cells within the first battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download. This meant that the battery pack was used for greater than 24 hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. The second battery pack was tested and found to be fully functional. It was restocked. No adverse event resulted from the faulty battery pack.